Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap unknown procedure, staples on one line closest to the cut line which was closed to the knife were unformed at the 1st firing. Then, the same device functioned as intended at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.